Event description:
Reportedly, the instrument was fired but only the knife advanced. The staples did not form properly and the tissue could not closed. Used another device to complete the case. No patient injury. Procedure: pancreas duodenectomy.